Event description:
Pump reported to have infused at 300 ml/hr x 2 hours instead of 30 ml/hr. Download of pump shows volume infused per hour went from 30 ml/hr to 42 ml/hr, to 186 ml/hr to 254 ml/hr. Child taken to local hospital and transported in critical condition to medical center. One version of events stated, there was a power surge and then the rate changed. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: failure to thrive. Event abated after use: yes.